Event description:
It was reported that the user¿s caregiver requested in-person training after receiving a replacement ilet and experiencing difficulty connecting the app, after which the user discontinued pump use and reverted to multiple daily injections; the pump was powered down. Symptoms included hyperglycemia with a reported blood glucose of 600 mg/dl. Outcomes included a transition to subcutaneous insulin pens and a request for hands-on training; no alarms, hospitalization, or injury were reported. Investigation included remote support attempts and referral for in-person training coordination. Investigation of this case revealed that the cause of the hyperglycemia and connectivity difficulty was unclear, and no device alarms were reported during the event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.